Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge was intermittently inaccurate. Additionally, the customer had intermittent occlusions. Customer declined troubleshooting as both issues occurred in the past. No impact to the customer's blood glucose. Customer changed supplies and resumed insulin delivery.